Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from june 09, 2020 - june 10, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of ce intermate sv (small volume) ruptured during setup and preparation. The device had been filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.